Manufacturer narrative:
In this case, the exact valve model number is not available as both sapien 3 and sapien 3 ultra valves were a part of the study. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien 3 transcatheter heart valve. The possible PMA number associated with an edwards sapien 3 transcatheter heart valve and edwards sapien 3 ultra heart valve is p140031. The date of the events is unknown; however, according to the article, the study period was from april 2021 to march 2022. Thus, the first day of the reported study period (1 april 2021) was used as the occurrence date. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the stroke is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference article: akodad, m., blanke, p., nestelberger, t., alosail, a., chatfield, a. G., chuang, m. Y. A., ... & webb, j. G. (2022). Hybrid approach using the cusp-overlap technique for transcatheter aortic valve replacement with a balloon-expandable valve. Cardiovascular interventions, 15(23), 2387-2395.

Event description:
As reported by our affiliates in canada, per article, "hybrid approach using the cusp-overlap technique for transcatheter aortic valve replacement with a balloon-expandable valve", 1 patient had a stroke by the time of their 1-month follow-up post implant of an edwards lifesciences transcatheter heart valve (sapien 3 and sapien 3 ultra valves included in the study) in the aortic position. This study aimed to evaluate the feasibility, effective implantation depth, and clinical outcomes using a hybrid approach combining both 3-cusp and co views with the balloon-expandable thv.